Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). The radiographs provided appear to show that the locking screw is loosened. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The nexgen lock surgical technique states that not to over or under torque. Under tightening of the screw may allow it to loosen over time. Over tightening may cause the screw to fracture intraoperatively. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to a disassociated component.